Event description:
The customer reported that this right atrial (ra) lead had displayed low impedance measurements less than 200 ohms. The lead was capped during a routine device change out. There were no adverse pt effects reported. The lead was surgically abandoned (capped) and will not be available for return. The lead was actively implanted for approximately 13 years, 1 month.

Manufacturer narrative:
This lead was surgically abandoned (capped); therefore, it will not be returned for analysis. As a result, the reported allegations against this lead cannot be confirmed. There were no adverse pt effects reported. The event will be re-evaluated if additional information becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated. .